Manufacturer narrative:
The insulin pump passed the displacement test and excessive no delivery test. Device was unable to prime during prime test due to moisture damage on the force sensor system. No excessive no delivery alarm noted during testing. Device was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus delivery. They changed the infusion set but alarm recurred. Blood glucose value was 289 mg/dl. Insulin did exit the tubing when disconnecting at the quick release and after disconnecting and reconnecting the reservoir and infusion set but mother declined to check the cannula or change the infusion set. The insulin pump passed the selftest but mother declined to continue troubleshooting and insisted the insulin pump was no functioning. The insulin pump was replaced and returned for analysis.